Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced dark urine. The patient was readmitted on (B)(6) 2014 with high ldh and suspected thrombus. The patient was placed on IV medication. Plavix was attempted. Twenty four hours later, ldh increased and patient was found to be resistant to plavix. Persantine was started, but creatine was 4.0, so they opted not to use integrilin. The patient was put on berilenta. Three days later, ldh had increased, and on (B)(6) 2014, the hospital decided to take the patient to the operating room (or) for a pump exchange. In the operating room, the adhesions were so bad, that the right ventricle (rv) could not be dissected away from the goretex without potentially puncturing the rv. The patient could not be closed with sutures or wires, so a "lock and key" method was used, preventing future operations. At the start of surgery, the urine was red, but once patient was opened, urine was clear. After surgery, ldh levels decreased. The vad coordinator reported no power elevations and av opening intermittently. Additional information received on (B)(6) 2014 indicated that the patient improved and was discharged home.

Manufacturer narrative:
The report of suspected thrombus and a specific cause for the reported hemolysis could not be conclusively determined. It was reported that the patient improved and was discharged home. No product was available for investigation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.